Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be delivering over the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor was trimmed to bring the pump's delivery into a more nominal range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause of the delivery inaccuracy was the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +9.35%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.